Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses as part of an endovascular aortic repair. After successful deployment of an excluder® aortic extender component ((B)(4)), the physician reportedly withdrew the delivery catheter, along with the catheter wire and "buddy" wire through the gore® dryseal sheath with hydrophilic coating (dsl1628/lot unknown). According to the report, the leading olive became detached from the delivery catheter inside the sheath. The physician removed the sheath, olive, and wires from the patient. The sheath was then reintroduced, and the procedure went forward without any further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
The delivery catheter (pla230300/12369256) was received by gore from the facility, and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. During the investigation it was confirmed that the leading end of the catheter had separated from the catheter body at the trailing olive. Visual examination showed that the guidewire lumen had pulled out of the trailing olive bond on the catheter. The catheter separation can be attributed to the polyimide guidewire lumen pulling out of the trailing olive. However, the root cause for the broken leading end of the catheter could not be determined with the currently available information. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention¿.